Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while on the stomach, the surgeon was able to press the green button but was not able to squeeze the handle. A replacement product of the same kind was opened and it worked properly. There was no patient injury.